Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 1920 mg/dl at the time of incident. The customer's blood glucose was 130 mg/dl at the time of call. The customer stated that they gave correction with manual injections. The customer stated that they were given insulin to treat the blood glucose at the time of hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that the buttons were unresponsive. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased dome switches on all the buttons. The keypad connector on the lcd board was locked. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The drive support disk was inspected and no anomaly was noted. The insulin had minor scratched display window and cracked reservoir tube lip.